Event description:
Per report received from france, it was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. During the valve deployment, the balloon had burst. Then, it was not possible to withdraw the commander delivery system as it was stuck in the ascending aorta. The patient hemodynamics were stable and the patient was moved to vascular surgery to remove the device with cardiopulmonary bypass (cpb). A right axillary arterial cannulation and then aortotomy were performed to remove the balloon. The valve was intact and the procedure was concluded. The patient was noted to be stable and free of pain after the procedure and was discharged on pod 10.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was unable to be confirmed due to unavailability of device or imagery. Available information suggests that patient factors (calcification) likely contributed to the event as it was reported that the patients calcium score was 9026 (severe). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath was unable to be confirmed due to unavailability of device or imagery. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event as the withdrawal difficulties were encountered after the balloon was burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.